Event description:
The customer reported that the system displayed an x-rays disabled and communication failed error message and a system reboot was required to clear the error messages. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable and the system interface board were replaced. The system was then found to be operating as intended.